Event description:
Primary stability not achieved, implant was completely covered with bone, thread tap used, complication in site preparation, immediate implantation, mobility - another size of implant was chosen.